Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 492 mg/dl. Customer had hard time breathing. They feel ok to troubleshooting. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 492 mg/dl. Customer current blood glucose level was 325 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer did not have leaks or air bubbles. Customer declined to check bolus wizard settings for accuracy. Customer stated that the insulin exited. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. Customer had blood on the site. The infusion set changed (B)(6) 2018. Product will not be returning for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.(B)(4).